Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during the vitrectomy surgery active extrusion aspiration function was disables across all surgical parameters. The procedure was completed on the same day after ejecting the fluid management system (fms) and re-priming it. There was no information about patient impact.